Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. The customer re-loaded the cartridge to resolve the issue. In addition, it was reported that an occlusion alarm occurred, and altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer changed pump supplies to address the issue. Customer's blood glucose level ranged from 180-306 mg/dl.